Event description:
Procedure performed: laparoscopic salpingo-oopherectomy. First catch bag was released into the patient, and bag immediately released from retention arms. Retention arm came apart from the rest and remained inside the bag. Second catch bag again released immediately from the retention arms when placed in patient. A 10mm port had to be inserted into the patient's abdomen and a 10mm catch bag used to remove the tissue. Additional information received 29nov2018 from territory manager: I have spoken to [charge nursewdhb], who submitted the report. [Nurse] has explained that the patient was in fact not injured due to the "faulty" product, however a larger incision needed to be made to accommodate a 10mm trocar as well as a 10mm specimen to retrieve the patients specimen. The larger incision made is what they are referring to in "patient injury" what was the procedure that was being conducted at the time? The case was a laparoscopic salpingo-oopherectomy. What is the surgeon¿s name? The surgeon was [surgeon], and [doctor]. What was the injury sustained? The injury was a conversion of a 5mm port to a 11mm port to enable the use of a larger catch bag. Patient status: no injury; however a larger incision needed to be made to accommodate a 10mm trocar as well as a 10mm specimen to retrieve the patients specimen. The larger incision made is what they are referring to in "patient injury" type of intervention: unknown.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Engineering confirmed that one of the prongs had detached from the device. Upon inspection, engineering observed that the detached prong was missing a bend. Based on the condition of the returned unit, the support had detached from the device due to the missing bend in the prong, which was not caught during the manufacturing process of the device. The probability and criticality of harm resulting from this type of event has been evaluated and found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic salpingo-oophorectomy. First catch bag was released into the patient, and bag immediately released from retention arms. Retention arm came apart from the rest and remained inside the bag. Second catch bag again released immediately from the retention arms when placed in patient. A 10mm port had to be inserted into the patient's abdomen and a 10mm catch bag used to remove the tissue. Additional information received 29nov2018 from territory manager: I have spoken to [charge nurse (B)(4)], who submitted the report. [Nurse] has explained that the patient was in fact not injured due to the "faulty" product, however a larger incision needed to be made to accommodate a 10mm trocar as well as a 10mm specimen to retrieve the patients specimen. The larger incision made is what they are referring to in "patient injury". What was the procedure that was being conducted at the time? The case was a laparoscopic salpingo-oophorectomy. What is the surgeon¿s name? The surgeon was [surgeon], and [doctor]. What was the injury sustained? The injury was a conversion of a 5mm port to a 11mm port to enable the use of a larger catch bag. Patient status: no injury; however a larger incision needed to be made to accommodate a 10mm trocar as well as a 10mm specimen to retrieve the patients specimen. The larger incision made is what they are referring to in "patient injury". Type of intervention: unknown.